Event description:
Boston scientific received information that this patient experienced ventricular tachycardia (vt) while out walking. This patient became syncopal, dizzy, and fell. As a result of the fall, this patient developed a hematoma. The decision was made to change this patient's medication. It is unknown whether this implantable cardioverter defibrillator (ICD) contributed to this patient's adverse effects. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.